Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an alert and the pump flashed a red light then the screen went black. The customer reported a blood glucose level of 150 (mg/dl). Multiple attempts were made to follow up with the customer to complete troubleshooting; however, no additional information was provided.